Manufacturer narrative:
(B)(4). The unit was returned on (B)(4) 2013 for evaluation. A complaint on the unit was not identified until (B)(4) 2013. Device evaluation found a loose wire on the stim control connector on the mute detector board.

Event description:
A device was returned for evaluation. There was no reported event or patient impact. Device evaluation found a loose wire on the stim control connector on the mute detector board.